Event description:
When one of the pumps of the heart-lung machine was turned on, the pump head spinned and the unit started alarming. The alarm indicated safety stop. There was no pt connected, when the problem occurred.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides prod failure investigation, analysis and resolution for the device described in this report.